Event description:
It was reported that cloudy fluid with sediment ran out of the device tip without the device being activated. There was 3000ml of clear nacl connected to the device. The cloudy fluid was cultured and came back negative for bacteria. There were no adverse consequences to the user or pt. The procedure was completed without delay.